Event description:
The customer observed architect c8000 imprecision while testing pt samples. An initial calcium result of 2.0 mmol/l retested at 1.08 mmol/l. Since the customer questioned these low results, the sample was tested a third time yielding a result of 2.28 mmol/l. No impact to the pt management was reported.